Manufacturer narrative:
The lot number is unk; therefore, the date of manufacture cannot be determined. The tube was discarded and therefore, unavailable for failure investigation. Info has been added to the database for trending purposes.

Event description:
The caller stated that a 7.0 lo-pro ett was used on a pt and the anesthetist reported that he had to remove the tube and reintubate the pt due to lack of adequate ventilation. There was no pt harm reported. The caller stated that he checked one of the tubes before it was discarded and he was able to pass a stylet through it with no obstruction so he doesn't know why the anesthetist had a problem with the tube. The caller stated that the tube and packaging were discarded and no lot number is available.